Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of clear plastic was observed floating inside a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 10, 2021 - may 11, 2021. H10: the device was received for evaluation. Visual inspection was performed which observed a floating clear particle matter inside the fluid pathway. No obvious abraded areas were observed at the fill port connector and cap areas. The particle was stereomicroscopically examined and micrographed while remaining inside the bag and after isolation. A portion of the polymeric particle was analyzed using fourier transform infrared spectroscopy (ftir) with a microscope module. Examination of the isolated particle revealed a colorless, thin, flexible, polymeric-like particle with torn edges. Based on the morphology of the particle and absorptions in the spectrum, the particle was consistent with polyethylene. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.